Event description:
It was reported that the helix was extended while in packaging and after removal and manipulation, it would not extend smoothly. Lead was not implanted.

Manufacturer narrative:
As received, the helix was found to be bent and damaged. The source of the damage was unknown. The lead was otherwise normal.